Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the rca. Approximately (B)(6) months post index procedure, the patient had a respiratory arrest. CPR was performed however the patient subsequently expired. Cause of death was assessed as due to respiratory arrest. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Result: inherent risk of procedure (death). Conclusion: known inherent risk of procedure.